Event description:
On (B)(6) 2019, a reporter for the patient (the patient¿s mother) contacted lifescan (lfs) USA, to report that the patient¿s onetouch verioiq meter would not power on as the patient had lost the meter¿s usb/wall charger. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the meter stopped powering on about a month prior to contacting lifescan after the patient had lost both the meter¿s charger and the test strips. The patient manages his diabetes with insulin which he self-adjusts. The reporter indicated that because the meter would not turn on, the patient had been unable to test for a month and had guessed his doses of nph insulin. She reported that on (B)(6) 2019, the patient experienced ¿a seizure¿ and she called 911. When asked what treatment the patient received for the seizure, she said all she knew was that a blood glucose result of ¿around 206 mg/dl¿ was obtained on the emergency medical services meter; no other medical intervention was reported. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided there had been no misuse of the meter. The reporter/patient did not have test strips to insert into the meter. The reporter confirmed that the battery indicator appeared prior to the meter not turning on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event, i.e. A seizure, after the meter stopped powering on. The meter stopped powering on, after the patient had lost his charger and had guessed insulin doses for a month.